Event description:
It was reported that this pacemaker exhibited out of range impedance on the right ventricular (rv) channel. The device remains in use. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited out of range impedance on the right ventricular (rv) channel. The device remains in use. No adverse patient effects were reported. Additional information received indicates that the pacing impedance was high out of range. No adverse patient effects were reported.